Manufacturer narrative:
Manufacturing site: (B)(4). The sasuke dual-lumen catheter was returned for evaluation. No relevant damage such kink was observed on the proximal and middle shaft tubes. Proximal to the end hole of the over-the-wire lumen, the distal tube was found crushed. The distal x-ray marker was also found crushed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the sasuke had most likely been trapped by the kusabi balloon during removal. With the kusabi balloon dilated over the tip of the sasuke, the distal tube and marker were crushed and therefore resistance was met with the guide wire inside the sasuke lumen. It was concluded that this event was not attributed to product deficiency. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunctions and adverse effects] damage (deformation) withdrawal difficulty.

Event description:
It was reported that an asahi sasuke double-lumen catheter had become stuck in a chronic total occlusion in the left anterior descending artery (lad) during a percutaneous coronary intervention (pci). Attempts were made to cross the lesion with several guide wires with support of an asahi corsair pro microcatheter but failed. The microcatheter was then exchanged to the sasuke. Another asahi guide wire was used and successfully crossed the cto. When attempted to remove with a non-asahi trapping balloon kusabi, it was noted the sasuke had been stuck. The physician determined to remove the sasuke with the guide wire as a unit. Although the physician attempted to re-cross the lesion, he determined that it was unable to deliver a guide wire into the same lumen. Because the procedure time had been prolonged, the physician determined to terminate the pci and rescheduled at a later date. There were no adverse patient effects associated with this event.